Event description:
A customer reported that the system footswitch stopped working during several surgeries. The footswitch was changed but the event was not resolved. Currently alternative surgical techniques are being used at the facility. The patient impact is unknown. Additional information has been requested but not received to date. This is one of two reports being filled for this event. This report is for a pool of patients with unknown surgery dates.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The battery assembly was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event was attributed to incorrect information on battery storage life, and a software related issue that did not allow the battery to charge from an extremely low state of charge. An internal investigation was opened to address the issue.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.